Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device history record was reviewed and indicated no non-conformities related to these lots, therefore, supporting the devices met material, assembly, and performance specifications prior to shipment. This facility does not know which devices are faulty. The device lot numbers reported are the two most recent lot numbers they have purchased. Based on the information submitted, the details provided here are not for any specific event. The situation described in this investigation occurred several times although could not be confirmed how many failed devices. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered too much tightness from the hemostatic valve and was not able to push the bypass tube through the hemostatic valve within the manta sheath hub. The physician reported there have been several recent cases occurring lately that the bypass tube would not insert into the hemostatic valve; however, the faulty devices were disposed of, and event specifics, patient details, or further information is unavailable. For further investigation, lot review, and other testing. Associated to 3010252479-2023-00069 manta.

Event description:
It was reported that: during a tavi procedure on (B)(6) 2023"when trying to insert the bypass tube into the manta valve- the valve is too tight to accommodate the bypass tube and product not usable. He reports that there have been 'several recently' that the bypass tube would not insert into the valve. The hospital has not kept any of these items and have no records or which patients/ cases/ or devices that this happened on. I have recorded two of the most recent lot numbers they have purchased. They do not know which ones were faulty or on what patients and cannot provide any further information."

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: during a tavi procedure on (B)(6) 2023 "when trying to insert the bypass tube into the manta valve- the valve is too tight to accommodate the bypass tube and product not usable. He reports that there have been 'several recently' that the bypass tube would not insert into the valve. The hospital has not kept any of these items and have no records or which patients/ cases/ or devices that this happened on. I have recorded two of the most recent lot numbers they have purchased. They do not know which ones were faulty or on what patients and cannot provide any further information."